Event description:
It was reported that the device broke. Surgeon impacted on retroversion handle while removing broach. No parts or pieces fell into the patients wound. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations, the returned device, and the reported event, the broken retroversion handle reported in case-2022-00005606 was likely the result of the surgeon accidently impacting the retroversion handle while removing the broach, leading to ultimate failure of the retroversion handle. Section h11: *the following sections have corrected information: (h6) component code: 4721, rod/shaft